Event description:
It was reported that during a generator exchange procedure, the shock impedance measurements was out of range on the right ventricular (rv) lead and the therapy was turned off. The patient was brought to the clinic the next day and lead facture was found. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.